Manufacturer narrative:
Additional information added to b5, d4: catalogue #, d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, g4: PMA/510k # or bla #, h6, and h11: b5: during follow up, it was clarified that the transfer set remained in use. Based on additional information received, the transfer set was determined not to be a factor in the reported event. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a transfer set and a minicap. This was described as the transfer set ¿does not fit tightly with the mini cap rotation". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.